Manufacturer narrative:
Concomitant medical products: 5524m-53 lead, implanted: (B)(6) 1997.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. Testing of the right atrial (ra) lead found no atrial sensing, no capture at maximum output and diaphragmatic stimulation. It was also reported that the right ventricular (rv) lead had high thresholds. The ra lead was explanted and replaced. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.